Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that there was a perforation in the left anterior descending (lad) coronary artery. Prolonged balloon dilatation was performed, but this did not seal the perforation. In order to cover the perforation, the doctor felt that he needed two stents. Two graftmasters, sizes, 2.8x16 and 3.5x16 mm, were implanted to treat the perforation, but the perforation did not seal. After the stent was implanted, the patient condition declined and the patient had pulseless electrical activity (pea) which required resuscitative measures. The lad and the left circumflex coronary arteries thrombosed. The resuscitative efforts were not successful and the patient expired. The graftmasters did not cause or contribute to the pea, nor to the death. No additional information was provided.